Event description:
No new information..

Manufacturer narrative:
The complaint of retraction issues was confirmed, and the cause appeared to be manufacturing related. Three representative 18ga insyte autoguard bc units were received in sealed unit packaging from lot: 5120110. A functional test revealed that the needle for 1 unit failed to fully retract once the safety mechanism was activated. The notch on the needle stopped at the blood control valve, which held the valve open. The dimensions of the needle were within specification. The tip of the IV catheter was loosened from the needle without resistance prior to activating the safety mechanism. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
Sluggish retraction when engaging safety risk to needlestick.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.